Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete flap side cut occurred during a corneal flap creation of the left eye. Reporter indicated a knife was used to completed the cut. No patient harm was reported.

Manufacturer narrative:
The field service engineer (fse) went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event of incomplete side cut. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).